Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed on (B)(4) 2019 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. Review of the black box revealed all records from the date of the alleged event had been overwritten due to continued use of the device by the patient after the alleged event occurred. On investigation, the pump powered on normally and ez-prime steps successfully completed. The pump was exercised for 12 hours without any call service alarms occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had emitted a communication call service alarm multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.